Event description:
The device was used during a lumbar discectomy. Reportedly, the end cap disengaged. The surgeon performed a re-operation and applied another device to correct the condition. The hosp has reported the pt's condition satisfactory.